Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 1100 mg/dl. Customer stated that he had a heart attack due to high blood glucose. Customer stated that the infusion set cannula was kinked, noticed when it was removed. Customer stated that he was throwing up and incoherent prior to hospitalization. Nothing further was reported.